Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced bilateral baker grade iii capsular contracture, post procedure. The capsular contracture was diagnosed by a physician. As a result, patient underwent bilateral replacements with cat#: 3503504bc on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on may 14, 2021 indicated that the right side grade was 3.5, painful, and left side had issue with device malpositioning, and double bubble. Operative procedure: excision of right breast capsulectomy with a repair of the pectoralis muscle to the chest wall with a re-augmentation with a new implant with reference number 3503504bc, serial number (B)(6) and on the left side, we did a repositioning of the inframammary fold for correction of the double bubble with an open capsulectomy and a circumareolar mastopexy. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).